Manufacturer narrative:
Follow up 26-may-2016: quality-safety evaluation received. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up received on 02-jun-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant with twins after essure (fallopian tube occlusion insert) insertion. She stated a hematoma formed and the babies died. Two years after essure placement, she underwent a hysterectomy and her fallopian tube was found punctured. Fallopian tube perforation and pregnancy are listed events according to essure's reference safety information, while the other events are unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, the consumer had tubal occlusion confirmed 6 months after essure insertion. Soon thereafter she became pregnant. Years later, a fallopian tube perforation was diagnosed. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the remaining events, neither the etiology of consumer's hematoma nor the gestational age at the time of children death was specified. Given the limited information available, causality with the suspect insert cannot be assessed. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060743) in united states on 12-apr-2016. It refers to herself, who had essure inserted on (B)(6) 2009. Six months after insertion ((B)(6) 2009), radioactive dye test was performed and confirmed full blocked of scar tissue. Soon thereafter, she got pregnant of twins. Hematoma formed and both babies died. On (B)(6) 2011, hysterectomy was done due to excessive scar tissue and damage, fallopian tube was punctured allowing fertilization to occur. Hospitalization, disability/permanent damage and other serious important medical event were reported but not assigned to specific event. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant with twins after essure (fallopian tube occlusion insert) insertion. She stated a hematoma formed and the babies died. Two years after essure placement, she underwent a hysterectomy and her fallopian tube was found punctured. Fallopian tube perforation and pregnancy are listed events according to essure's reference safety information, while the other events are unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, the consumer had tubal occlusion confirmed 6 months after essure insertion. Soon thereafter she became pregnant. Years later, a fallopian tube perforation was diagnosed. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the remaining events, neither the etiology of consumer's hematoma nor the gestational age at the time of children death was specified. Given the limited information available, causality with the suspect insert cannot be assessed by now (follow-up information will be requested). Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.